Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-4318, lot # ni, description: clik x anchor.

Event description:
A report was received that the patient experienced loss of stimulation due to high impedances. The patient underwent a revision procedure wherein the physician replaced the paddle lead and the clik anchors were explanted.

Manufacturer narrative:
The explanted clik anchors were not returned to bsn. The returned lead was analyzed and complaint was not confirmed. Sc-8216-50 sn (B)(4): visual inspection showed that the paddle lead tails were cleanly cut approximately 8 cm from the paddle end. One of the cut paddle lead tails was not returned. There are exposed cables. No other anomalies were identified on the returned portion of the lead. Damage to the lead is consistent with damages done during the explant procedure and it is not considered a failure.

Event description:
A report was received that the patient experienced loss of stimulation due to high impedances. The patient underwent a revision procedure wherein the physician replaced the paddle lead and the clik anchors were explanted.